Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Per the complaint record, the customer aliquots samples for testing after centrifuging the primary sample tube. Qc was performed prior to the event occurrence and passed within the customer's established ranges. System check data has not been supplied to date. A bec system support specialist informed the customer of pre-analytical sample handling concerns with regard to the accutni assay being sensitive to pre-analytical sample handling issues. Service information for this event was not supplied to date. Although sample handling issues were addressed with the customer, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for one (1) patient sample generated by the access 2 immunoassay system. The sample was repeated on the original instrument and on an alternate instrument located in an off site laboratory. The alternate instrument generated lower results within the normal reference range and were considered to be correct. There were no erroneous results reported out of the laboratory as the customer delayed reporting any patient results by an hour and half (1.5 hr) until the correct result was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.